Event description:
Edwards received information that this annuloplasty ring, implanted approximately one (1) month, was explanted due to infective endocarditis from an unknown source. The ring was replaced with a non-edwards ring. No additional details provided.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Endocarditis occurring within 60 days of valve replacement/repair generally reflects contamination arising in the perioperative period. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.